Manufacturer narrative:
Pending evaluation. Concomitant device(s): 200-02-35, 2308176 - three peg patella 35mm; 204-04-33, 2410946 - trapezoid tibial tray sz 3f/3t; 230-02-03, 1372763 - optetrak asy,cr cemented femoral, sz 3.

Event description:
It was reported by legal that this male patient needs a knee revision due to the recall. No further information provided.

Manufacturer narrative:
H6: investigation results - the revision reported may have been due to prosthesis wear, resulting in metallosis and dislocation. The extent and root cause of the prosthesis wear and sequence of events could not be determined as the device was not returned for evaluation, and images, radiographs, and operative notes were not provided.

Manufacturer narrative:
D10. Concomitants: (B)(6); 200-02-35 - three peg patella 35mm; (B)(6); 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t; (B)(6); 230-03-02 - optetrak asy,cr cemented femoral, sz 2.

Event description:
As reported via legal filing a patient had an initial right knee arthroplasty on (B)(6) 2012 and then on a revision surgery on (B)(6) 2017, approximately 4 years, 8 months, after the initial implant. The stated reason for the revision is secondary to complete polyethylene liner wear resulting in metallosis and dislocation. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.